Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The customer states they had issues with blank display. The customer's blood glucose level was 80mg/dl. The customer states the pump was cracked. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on the electronic assembly also, moisture damaged was found on the motor assembly. The insulin pump had cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window.